Event description:
Customer is requesting a log review because a secondary bag of magnesium infused too quickly. Magnesium sulfate 4gm in 100ml bag was programmed to infuse over 4 hours at 25ml/hr. Rn went into another room to care for a patient and returned when pt called out to say she felt nauseated and flushed. Rn checked IV pump and saw that the whole bag of magnesium had infused. Patient was tachycardic, was monitored and had no further adverse effects. The tubing was discarded by the nurse. Although requested, no further pt or event info was provided.

Manufacturer narrative:
(B)(4). Devices not received, log review only. The customer's report that a secondary medication infused too quickly was not confirmed. A review of the event log data shows that on (B)(6) 2013 at 8:57am, a secondary infusion of magnesium sulfate 4gm/100ml was programmed at a rate of 25ml/hr and a vtbi of 100mls. The infusion was supposed to infuse for 4 hours; however, the infusion was manually paused and powered off 12 minutes later with the total secondary volume infused listed as 4.66ml. The root cause of the secondary infusing too quickly was not determined.